Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use, the cs100 intra-aortic balloon pump (iabp) units helium gas cylinder was leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the washer of the helium tank. The unit passed all functional and performance tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.